Manufacturer narrative:
Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side was "fully ruptured in multiple pieces when capsule was opened¿ and ¿flip flopping. The device has been explanted.

Event description:
Healthcare professional reported right side was "fully ruptured in multiple pieces when capsule was opened¿ and ¿flip flopping. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spectrum, deformation, and yellow particles. Based on the device analysis the final assessment is: no issues found related with the manufacturing process and no openings or issues related to rupture device were observed.